Manufacturer narrative:
The investigation for the reported product damage (hole in catheter) issues has been completed. The product was returned and blood was confirmed in the red handle. The entry point for the blood was found to be a puncture at the 30 cm mark. The root cause of the product damage was determined to be a hole in the catheter that occurred from improper use. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support there was slow bleeding, blood was observed exiting the red plug of the impella. The leakage possibly caused by the complex implantation due to difficult patient anatomy (vessel dimension and tortuosity). No further information was provided therefore explant date and patient outcome are unknown.